Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates spring wire guide/catheter resistance - swg separated.

Event description:
The clinician used the dilator in our kit, along with the larger 10fr dilator in their mahurker set to expand the tissue. The introducer needle was removed without issue and the mahurker catheter was successfully advanced over the swg. Upon attempting to remove the swg from the catheter, our swg became noticeably uncoiled. Another clinician was called into the room. The inserting clinician held the catheter tightly in place while the corresponding clinician very slowly was able to remove the swg. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient injury/consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned a guide wire assembly, a dilator, an introducer needle, and a lidstock from a cvc kit. A catheter was also returned; however, it does not appear to be a teleflex product. According to the customer description, this component is a mahurkar dialysis catheter and was the catheter that was being used when the guide wire was damaged. Visual examination revealed that the guide wire was returned in two halves. The distal half of the guide wire was advanced through the dilator. Four prominent kinks were also observed on both halves of the guide wire body, and signs-of-use in the form of biological material was identified. Microscopic examination of the guide wire confirmed the defect as the core wire and the coils were separated. Additionally, the core wire had separated adjacent to the proximal weld; however, the weld was still attached to the coils. The distal weld appeared spherical and secure to the guide wire assembly. The guide wire diameter measured .793mm, which is within the specification limits of .788mm-.826mm per the marked guide wire product drawing. The separation of the core wire occurred 460mm from the distal weld. The four kinks in the guide measured 275mm, 300mm, 347mm, and 410mm respectively from the distal end. A lab inventory guide wire with a diameter of .032" was passed through the distal end of the returned, mahurkar dialysis catheter. Minor resistance was encountered due to dried biological material; however, the guide wire was eventually able to pass through the catheter. A manual tug test revealed that the distal weld was secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained, and further consultation requested." Additionally, the IFU cautions, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked about tip of catheter within vessel". The report that the guide wire had separated was confirmed through complaint investigation of the returned sample. Visual examination revealed that both the core wire was broken in two locations. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing issue. Arrow guide wires of this size are designed to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for the size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the customer description, and the sample returned, unintentional user error likely caused or contributed to this event.

Event description:
The customer reports: the clinician used the dilator in our kit, along with the larger 10fr dilator in their mahurker set to expand the tissue. The introducer needle was removed without issue and the mahurker catheter was successfully advanced over the swg. Upon attempting to remove the swg from the catheter, our swg became noticeably uncoiled. Another clinician was called into the room. The inserting clinician held the catheter tightly in place while the corresponding clinician very slowly was able to remove the swg. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient injury/consequence. Therapy was not delayed/interrupted.